Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. Caregiver called on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer reported symptom of feeling lethargic. Medical attention is not reported as a result of the actual blood glucose results. Caregiver stated that patient suffers from dehydration and kidney failure. The product storage location is undisclosed. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/18/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 29-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.